Event description:
It was reported that the insulin pump is frozen. The blood glucose reading is 64 mg/dl. The buttons do not respond. The customer changed the battery, however, the insulin pump is still frozen and no advancement of time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.